Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneous negative tbhcg results generated by the unicel® dxl 800 access® immunoassay system for seven patients. Data for only one patient was provided as an example. Customer tested a patient sample for tbhcg and obtained a result of 0.0miu/ml which upon repeat at a later date gave a result of 14,560.00miu/ml. Another sample obtained from this patient when tested gave a result of 20,902.00miu/ml. The erroneous result was reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
A field service engineer (fse) was on-site in 2009: (a) the system check failed. Fse replaced the peri-pump tubing, aspirate probes and realigned the reagent pipettors. Diagnostic testing was performed and failed. (B) fse returned on-site five days later, and performed alignments and repeated diagnostic testing which then passed within specifications. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.